Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after 1-debranch was performed, a graft from another manufacturer was placed just below the left common carotid artery. An attempt was made to add zta-de-30-108-w1 for the purpose of proximal augmentation, but the introduction system could not pass within the implanted stent graft. In the end, the procedure was completed without additional stent graft placement.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent a thoracic endo vascular aortic repair (tevar). There was performed 1-debranch. The patient then had a terumo/bolton relay pro stent graft placed just below the left common carotid artery (lcca). There was made an attempt to add a zta-de-30-108-w1 (complaint device) for proximal augmentation of the terumo device. The zta introduction system could not pass within the implanted terumo stent graft. The procedure was then completed without an additional stent graft. Per additional information. There was no damage to the package prior to use. The stent graft was not altered in any way prior to implant procedure, and it is mentioned that the hydrophilic coating on the sheath was activated prior to the advancement in the patient. No adverse effect or the clinical outcome on the patient has been reported. The zta-de-30-108-w1 was returned without shipping stylet for device evaluation. The evaluation of the device did not find any nonconformances on the dilator tip or the sheath that could have been caused during advancement or could have contributed to friction during the introduction of the device. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information and device evaluation it has not been possible to establish an exact cause for the difficult advancement of the complaint device through the previously implanted terumo device. It is noted that zta was planned to be used in combination with terumo device, which is considered outside the intended use for this type of device. According to the IFU, distal extensions are used to extend the distal body of an in situ endovascular graft. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.